Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm over 5 years. At the time of implant, the aneurysm was 50 mm in diameter. The aortic neck was reverse funnel shaped and it was angulated. Originally, the stent graft was placed 1-3 mm below the level of the lowest renal artery. It was reported that the stent graft was found to have migrated distally 20mm and there was a type 1 endoleak present with an aneurysm expansion to 55mm. Two aneurx aortic cuffs were implanted 9 days ago to address the stent graft migration and the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation: results: angulated and reverse funnel shaped aortic neck; migration, endoleak. Evaluation: conclusion: angulated and reverse funnel shaped aortic neck. Required secondary intervention.